Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6935 implantable tachy lead (B)(6) 2010. (B)(4).

Event description:
It was further reported that a year later output was changed again due to phrenic nerve stimulation.

Event description:
It was reported that there was intermittent phrenic nerve stimulation from the left ventricular (lv) lead. The device was reprogrammed to increase the output and the lead remains in use. The patient is enrolled in the system longevity study. No further patient complications have been reported as a result of this event.

Event description:
Further information indicates the output was decreased rather than increased.

Manufacturer narrative:
(B)(4).